Manufacturer narrative:
A review of the device history records for the ps cemented femur, (B)(4), lot number 29467-060313 showed no material property, mechanical, or dimensional discrepancies existed. A review of the complaint log database for all (B)(4) devices shows no previous incidents.

Event description:
After making the initial bone cuts, the surgeon attempted to seat the femur on the bone but it would not seat properly. The surgeon resected more bone and used a second implant of the same size. This implant seated successfully.